Event description:
A facility reported that one side of the mayfield modified skull clamp (a1059) malfunctioned during surgery causing patient harm. One side slipped creating a 2-inch laceration in the patient¿s head that needed to be repaired with staples. Subsequent information was also reported as follows: 1. What action was taken after the product problem occurred? (E.g. Adjustments made, replacement of device, etc.) Skull clamp was removed from the patient and isolated for evaluation. It was at the end of the procedure when the injury to the patient occurred; therefore, another clamp was not needed. 2. What type of procedure was performed? Posterior cervical decompression and fusion. 3. How the medical staff was able to complete the procedure? Injury occurred at the end of the procedure. 4. Please provide patient outcome/status. Patient had a 2 inch laceration to her scalp at the location of one of the skull pins (on the side with two pins). Her scalp was closed with staples while still in the operating room. 5. Was there a delay in surgery due to product problem? If yes, how long? Not a delay in surgery, but delay in exiting the or since the patient required additional care to close her scalp wound.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit was unable to duplicate slippage. The only deficiency found in the skull clamp is that the ratchet extension is sticking a little bit when trying to put it into the base casting; however, this would not have caused slippage. When the unit was properly positioned and put under pressure, it did not move. The unit will need to be cleaned and fixed before sending it to the customer. The lock has no movement and will not require any adjustments. General cleaning and maintenance will be performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.